Event description:
Information was received indicating that when changing cartridges a smiths medical cadd-ms 3 ambulatory infusion pump lost programming. It was reported that the patient switched to a backup pump to continue infusion and there was no interruption in therapy. It was reported that the medication was administered continuously via a subcutaneous route. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. The customer reported product problem regarding the pump losing its programming was verified. The programming was lost on the pump due to a design issue related to the new internal back up battery on the new pwa board. The device was also cracked and damaged at the clear, plastic cartridge thread where the black cap fits. Outside of these observations, the pump passed all functional tests. The battery was depleted at approximately 8 hours during run-in test. Further investigation of the pump determined that the product problem may have been attributed to user error as well. The investigator recommended that the user be trained on the instructions contained in the user manual. The problem source of the reported product problem was ultimately attributed to a design issue.